Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a procedure, the tech was unable to open jaws. No patient involvement, patient injury, medical intervention, patient death, or labeling / packaging issue.